Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with the pump pulled up from its original position. A revision surgery was performed, during which the physician explanted and replaced the device. The original implant location was estimated to be approximately three quarters of an inch from its observed position and slightly right of midline by approximately 2 cm, with the reservoir on that side. The replacement pump was implanted in a new pocket at least one inch below the prior location and positioned midline. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a . Batch/lot number: 1100781331 . Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Migration is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.